Event description:
It was reported that the mobile programmer application became unresponsive during a manual atrial mechanical (mam) test following leadless implantable pulse generator (ipg) implantation. It was noted that no issues were observed during intraoperative measurements, final device checks, or prior to the mam test. It was further noted that during the occurrence of unresponsiveness, the patient experienced cardiac arrest and pacing failure was reported despite the leadless ipg pacing output being programmed to 2.5 v. Temporary pacing was increased from 30 ppm to 100 ppm to maintain pulse. After approximately ten seconds, the application became responsive again and repeated pacing, sensing, and impedance measurements showed no change in electrical data. Troubleshooting steps were taken to include repeating the mam test and performing additional operational checks. Following troubleshooting, the mam test completed normally, and the procedure was completed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.